Manufacturer narrative:
Upon investigation, evidence of voltage overload on the main board was identified. Specifically, the d16 diode was damaged. The cause of d16 failure was identified as incorrect power supply configuration was used in the device. When a d16 component fails, the contents on the inside may appear as smoke.

Manufacturer narrative:
Siemens reviewed the information provided by the customer and noted that there were no issues with the power outlet. The instrument and power supply were requested to be returned as well as more information for further investigation. The cause of this event is unknown.

Event description:
Customer reported that the status+ device produced a smoking smell. Visible smoke was observed. There is no report of injury due to this event.